Event description:
It was reported that the patient underwent a tlif at l4/5 using posterior fixation and interbody device, it was reported that a break off set screw of the posterior fixation system could not be properly implanted at right side l4 and l5. The surgeon believed that it was because the proper instrument technique was not used to implant the rod and set screw. No other complications were reported.

Manufacturer narrative:
Neither device nor film of applicable imaging studies was returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications, in addition, this part is not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states.